Event description:
It was reported that they were getting errors and the screen would go white, causing the patient exposured. It was determined to be a calibration issue. Once the aec and gain calibrations were done, the system is working as intended.